Event description:
Customer experienced issue with charging pump. There was no reported impact to the customer¿s blood glucose level. Pump began charging when left on charger for 30 minutes. No further assistance required.